Event description:
It was reported that during the deployment of one onyx frontier coronary drug eluting stent in the mid left anterior descending (lad) artery, a balloon burst occurred at 8atm on the first inflation and it was also reported that the lad artery ruptured. The ruptured lad was treated using a covered stent, cardiopulmonary resuscitation (CPR), and intubation. During the procedure the lesion was pre-dilated, then a rotational atherectomy device was used along with intravascular lithotripsy therapy before deploying the stent. The stent was delivered to the lesion and deployed at nominal pressure and not over-inflated however the lad ruptured upon deployment. It was initially believed that the stent pushed calcium out of the vessel wall. However, upon further review, a loss of pressure was observed in the indeflator and the presence of contrast was noted. Since no contrast was injected, the only explanation for its presence would be if the balloon had ruptured. The lad artery showed moderate calcification and an 80% stenosis, with no tortuosity. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The patient was reported to be alive, with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non-medtronic indeflator was used during the procedure. Annex d code d15. Correction: annex d code d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was a sudden loss of pressure observed in the indeflator. The device was not moved or repositioned in the lesion while inflated. The ruptured lad was treated by delivering a balloon to the tamponade and using a non-medtronic covered stent. The pericardial was centered, a blood transfusion was given along with medication and an impella device was used. The impella device was later removed. The physician believes that the onyx frontier balloon did cause or contribute to the lad rupture/dissection. The patient is alive with no further injury. Correction: initial reporter phone number updated. Annex e and g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.